Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger paddle was getting hot when recharging the ins. Patient stated that the recharger would suck out all the juice from the controller and the ins would not recharge patient also stated that the controller would get stuck at no device found screen. Agent had the patient reset the controller. Patient saw no visible damage to the controller compartment, battery pack or to the recharger. Patient then connected the recharger and saw no device found. Agent sent a request to repair to replace the recharger. Patient mentioned that their pain management doctor is (B)(6).

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back for assistance setting up replacement controller. Agent walked patient through set up process and patient was able to successfully connect and set date/time. Agent reviewed how to turn stim back on and patient turned stim on. During the call, patient kept hitting decrease arrow and eventually mentioned seeing the cannot decrease further message. Agent reviewed patient may need to increase again after turning stim on as patient decreased intensity during the call. Patient called back in asking returning of components. Agent reviewed return process. Patient called back in stating they tried to call fedex for their return pickups, and patient read both numbers they and said they were told it was invalid. Agent sent request for fedex return label.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger paddle was getting hot when recharging the ins. Patient stated that the recharger would suck out all the juice from the controller and the ins would not recharge patient also stated that the controller would get stuck at no device found screen. Agent had the patient reset the controller. Patient saw no visible damage to the controller compartment, battery pack or to the recharger. Patient then connected the recharger and saw no device found. Agent sent a request to repair to replace the recharger. Patient mentioned that their pain management doctor is (B)(6). Upon further review, agent would like to clarify the resolution code should be external equipment ordered. Patient called stating he has not yet received the recharger. Agent looked up tracking number per fedex package is scheduled for delivery today before 12. Agent provided pt with tracking number and eta. Patient called back in stating that they have received the replacement recharger. Patient stated that the recharger cord was stuck in the controller port and patient was not able to pull it out. Agent sent a request to repair to replace the controller and recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6) found electrical failure - poor recharge quality message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.